Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook delta wire guide was used. They advanced an extraction balloon over the wire guide and completed one balloon sweep of the duct. They experienced difficulty in the movement when attempting a second pass. Everything was removed from the pt and it was noted the coating on the wire guide was coming off. The procedure was completed at this point. Our evaluation of the product said to be involved confirmed a section of the wire guide coating is missing and was not included in the return. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial reporter stated that a section of the device did not remain inside the pt's body; however the location of the missing section detected during our laboratory evaluation is unk. The pt did not require any additional procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The wire guide measured within appropriate manufacturing specifications. There was an 18cm section of the wire guide covering missing, located approximately 3cm from the distal tip. The covering was melted with holes exposing the core wire indicating that cautery was applied to the wire guide. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: based on the condition of the product and the details provided in the report the probable cause for this observation is failure to follow the instructions. According to the report the wire guide was left in place during electrosurgical current application. The instructions for use states, "remove this wire guide before applying electrical current." Prior to distribution, all cook devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.